Manufacturer narrative:
The device was returned to resmed for an investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that a s8 escape device caught fire. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The s8 device was returned to resmed for an investigation. The investigation was able to confirm the reported issue. The investigation determined that the root cause was an isolated component failure within the device power supply unit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a s8 escape device caught fire. There was no patient harm or serious injury reported as a result of this incident.